Manufacturer narrative:
Correction information was provided in h.6. FDA product codes (b20) has been updated to b17 additional information was provided in h.3., h.6. And h.11. The company cartridge was not returned. Three potential company cartridge lot numbers were provided. It could not be confirmed which one was used with this file. A device history record review and a non-conformance review of the three provided lot numbers was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-company viscoelastic was indicated. The handpiece information was not provided. The product investigation could not identify a root cause for the reported complaint. The company cartridge was not returned. All company cartridges are terminally sterilized with 100% ethylene oxide sterilization. Company hwv uses an overkill sterilization approach, which greatly exceeds the minimum requirements for sterility. Critical parameters for sterilization cycles are recorded and retained for every sterilization load to demonstrate that the acceptance criteria for the sterilization process are met. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that following an intraocular lens (iol) implantation procedure, on the first postoperative day, symptoms of endophthalmitis developed, the patient underwent a vitrectomy and received anti-inflammatory treatment, patient was recovered fully. The procedure was completed successfully. Additional information was received stating lens was not explanted. There are four medical device reports associated with this report. This is 1 of 4.